Manufacturer narrative:
(B)(4). Spring cartridge lockout tab. The analysis showed that the atb45 device was received in good visual condition and with a reload present. The reload was received fully fired and with the reload lock out spring bent. The damage to the reload lockout spring is consistent with damage observed when attempting to fire an already spent cartridge. The reload is design to lock out after a partial or complete fire to avoid re firing a partially or fully spent reload. Firing through the lockout mechanism can break the device. For more information please refer to the instructions for use. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were note to have the proper b-formed shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). (B)(4). After several requests, the device was not received for analysis.

Event description:
It was reported that during a gall bladder procedure, the device would not staple but cut. Upon the firing of the stapler on the cystic duct the staples were delivered but wouldn't close, though the device cut the tissues. The flawed staples were removed and manual sutures were performed on stump of the cystic duct. No consequences for the patient. There were no adverse consequences for the patient.

Event description:
Caller states the patient tested 3.9 inr on coaguchek system 1 and 2.9 inr on coaguchek system 2. No treatment information provided. No adverse event reported. Requested return of suspect device, however no strips are available for return.